Event description:
On (B)(6) 2003, a 31mm epic valve was implanted due to mitral and tricuspid endocarditis. On (B)(6) 2019, the device was explanted due to stenosis. The device was replaced with another 31mm epic valve. The patient remained stable and was discharged.

Manufacturer narrative:
Explant was reported due to stenosis. The investigation found that all three cusps contained calcifications, immobilizing the cusps. All three cusps were fibrotically thickened. Circumferential fibrous pannus ingrowth was present on the inflow and outflow surfaces. All cusps contained retractions which cause incomplete coaptation. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the calcifications and pannus formation could not be conclusively determined. Information from the field indicated the valve had been implanted for 16 years.

Event description:
On (B)(6) 2003, a 31mm epic valve was implanted due to mitral and tricuspid endocarditis. On (B)(6) 2019, the device was explanted due to stenosis. The device was replaced with another 31mm epic valve. The patient was stable and discharged home.

Manufacturer narrative:
Additional information revealed the MDR's for this event were reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided in MFR site. The correct MFR number is (B)(4).